Event description:
A physician reported that he received an error message on his programmer stating "the generator is currently disabled due to code 1." "Pulsedisabled = 1" message refers to intentional generator reset. No additional relevant information has been received to date.